Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter stated that his patient experienced intraocular pressure post icl implantation. The reporter states " his iop was 34 last week in both eyes and both chambers where shallow even after atropine use. I started him on combigan bid ou and diamox tid. Today is iop was 11 and 12. His peripheral a/c looks slightly deeper, maybe in each eye. His vault od is approx. 250um and os is 150um. I stopped his diamox today and continued combigan bid until I see him thursday ". If additional information is received a supplemental medwatch report will be submitted.